Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not alarming on one patient. They have multiple events on v1 and they have not had any alarms. The cns is alarming for all other patients but for this one unit they are not getting any alarms. The unit is not silenced. No patient harm reported. Biomedical engineer later reported that the patient was being monitored in single lead analysis and that is why v1 did not call any alarms, when they were monitoring lead 2 issue was resolved. Concomitant medical device: the following device (s) was used in conjunction with cns: bedside monitor: model # : ni, serial #: ni.